Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodged. The lesion being treated was located in the right coronary artery (rca). The vessel was pre dilated with a maverick 2.5x20 mm balloon. There was a successful implantation of a taxus express2 3.0x32 mm drug eluting stent in the rca. It was necessary to treat the vessel proximal of the long taxus express2 stent with another "shorter" 3.0x8 mm taxus express2 drug eluting stenosis without any problem. During the inflation, the guidewire, the guide catheter and the taxus express2 device suddenly withdrew. The taxus express2 stent couldn't be found anywhere, not in the patient and not outside. It seems, the stent was lost during the manipulation outside of the patient. The guide catheter was cut up but the stent wasn't there. No patient complications were reported.